Manufacturer narrative:
Continuation of d10: w1dr01 ipg; implanted on (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient developed an occlusion. The right ventricular (rv) lead was fractured and exhibited rising rv thresholds, rising rv impedance and high rv thresholds. The rv lead was reprogrammed to maximum output. The right atrial (ra) lead and rv lead were capped, remaining in the patient due to the occlusion, and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.